Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device had a crack on the case. Drive support cap was sticking out. Customer's blood glucose was 110 mg/dl. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.